Event description:
It was reported that the asymptomatic patient presented in-clinic with high capture threshold. Lead was capped and replaced. Patient was doing well after the procedure.

Manufacturer narrative:
(B)(4).